Manufacturer narrative:
Additional info: software part (m021083c001) has been added. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, g code added: g02008. The software investigation found that not a software issue. Complaint data analysis found the event was due to a hardware issue. Found power supply output so representative replaced the power supply and adjusted the voltage. "Software was functioning as designed. MDR codes: b01, c19, d14. Returned date: 2025-03-18 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1. The power supply was returned to the manufacturer for analysis. Analysis found unable to confirm reported complaint. "Unable to take 2d shot." Installed power supply in test imaging system. The system initialized. Generator, communication and charging readied. Power supply output voltage was good and 3d images were successful. MDR codes: b01, c19, d14. Returned date: 2025-03-27 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when they was unable to take a post-op 2d shot with the handswitch. The mvs (mobile viewing station) indicator led (light emitting diode) was green but it did not take the shot. They rebooted the system, then were able to successfully take the 2d shot. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found power supply output voltage. So representative replaced the power supply and adjusted the voltage. Performed system checkout and returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.